Event description:
Customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer's mother reported that the insulin pump was not issuing the no delivery alarm, even when the customer was not receiving insulin. Customer visited a diabetes therapy consultant and was required 3 IV bags with insulin to bring the blood glucose reading down. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.